Manufacturer narrative:
Continuation of d11: product ID 977a275 lot# serial# unknown implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead product ID 97791 lot# serial# unknown product type accessory h3 device evaluation: analysis of the lead found that all conductors were broken 23.8 cm from the distal end. H6: please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4). Foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance test performed during the patient¿s outpatient visit found high impedances on all electrodes for one of the patient¿s leads. It was noted there were ¿no signs or symptoms¿ associated with the issue. There were no known external factors that may have led or contributed to the issue. The ¿alternative lead¿ was used, since the lead had high impedances on every electrode. The lead was ultimately replaced as a result of the event and the issue was resolved. There were no further complications reported or anticipated.